Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure free/I'm here with you girlfriends!!') In a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: medical device removal¿. Most recent follow-up information incorporated above includes: on 21-jan-2020: addition of imdrf codes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloated abdomen"), memory impairment ("memory problem"), feeling abnormal ("brain fog"), abdominal pain ("abdominal pain"), genital haemorrhage ("irregular bleeding"), vaginal haemorrhage ("spotting"), irritability ("irrtability"), rash ("rash"), muscle disorder ("muscle deteriorating"), muscle spasms ("muscle spasm"), depression ("depression"), anxiety ("anxiety"), fatigue ("horrible fatigue"), dyspareunia ("pain during after sex"), alopecia ("hair loss"), blindness ("vision loss"), fibromyalgia ("fibromyalgia"), arthralgia ("joint pain"), swelling face ("face swelling"), peripheral swelling ("leg swelling/hand swelling") and tooth disorder ("dental issue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, abdominal distension, memory impairment, feeling abnormal, abdominal pain, genital haemorrhage, vaginal haemorrhage, irritability, rash, muscle disorder, muscle spasms, depression, anxiety, fatigue, dyspareunia, alopecia, blindness, fibromyalgia, arthralgia, swelling face, peripheral swelling and tooth disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, blindness, depression, dyspareunia, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, irritability, memory impairment, muscle disorder, muscle spasms, pelvic pain, peripheral swelling, rash, swelling face, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in patients¿ social media record: medical device removal. Amendment: the report was amended for the following reason: coding correction received. Event : irregular bleeding was coded to genital bleeding and event hand swelling was deleted and updated to leg swelling/hand swelling. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloated abdomen"), memory impairment ("memory problem"), feeling abnormal ("brain fog"), abdominal pain ("abdominal pain"), haemorrhage ("irrgular bleeding"), vaginal haemorrhage ("spotting"), irritability ("irrtability"), rash ("rash"), muscle disorder ("muscle deteriorating"), muscle spasms ("muscle spasm"), depression ("depression"), anxiety ("anxiety"), fatigue ("horrible fatigue"), dyspareunia ("pain during after sex"), alopecia ("hair loss"), blindness ("vision loss"), fibromyalgia ("fibromyalgia"), arthralgia ("joint pain"), swelling face ("face swelling"), unilateral leg swelling ("leg swelling"), hand swelling ("hand swelling") and tooth disorder ("dental issue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, blindness, depression, dyspareunia, fatigue, feeling abnormal, fibromyalgia, haemorrhage, irritability, memory impairment, muscle disorder, muscle spasms, pelvic pain, rash, swelling face, tooth disorder, unilateral leg swelling, vaginal haemorrhage, weight increased and hand swelling to be related to essure. Concerning the injuries reported in this case, the following one was described in patients¿ social media record: medical device removal. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new events weight gain, bloated abdomen, memory problem, brain fog, abdominal pain, irregular bleeding, spotting, irritability, rash, muscle spasm, muscle deteriorating, depression, anxiety, horrible fatigue, pain during after sex, hair loss, vision loss, fibromyalgia, joint pain, face/feet/hands/leg swelling and dental issue were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure free/I'm here with you girlfriends') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: medical device removal¿. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.